Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an ablation procedure. During procedure, the atrial lead was dislodged. The patient had the lead revised on (B)(6) 2019. Patient was discharged post procedure.